Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
In a published study it was noted that the aim of the study was to present a 10-year experience with the use of fixed-pressure and programmable valve in the treatment of adult patients requiring cerebrospinal fluid diversion. In a current series, 119 patients received programmable valves. One hundred and two patients required at least one adjustment of the initially programmed opening pressure. Pressure adjustment problems were encountered in one patient with a lumboperitoneal shunt, which was replaced by a ventriculoperitoneal one. Shunt-related subdural fluid collections were observed in five patients, while a symptomatic slit-ventricle syndrome occurred in one patient. In these cases, pressure adjustment was possible with consequent absorption of subdural effusions and resolution of the slit-ventricle-related symptoms, without any surgical interventions. Proximal or distal catheter-related malfunction requiring surgical revision, occurred in 19/119 patients (16%). The cumulative valve replacement rate was 5.5% caused by valve malfunctioning, pressure adjustment difficulties, and infections. Seventeen patients (15%) were never reprogrammed after the initial valve implantation, and their clinical and imaging examination showed improvement of their condition.